Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The physician implanted a taxus express2 2.5 x 8 mm drug eluting stent in an unk vessel. The balloon was slow to deflate. There were no pt complications reported. The pt's condition is reported as satisfactory/good. Further info has been requested in relation to this event.